Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's flow sensor assembly was found to have water ingress. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter." The device's flow sensor assembly and outlet flow path thermistor were replaced to address the issues.